Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b3: occurrence date unknown. Entered erroneously in the initial report: g3: 19-jun-2024. The revision reported was most likely the result of aseptic loosening of the humeral stem after 6 years of implantation as reported. However, this cannot be confirmed and possible contributions from user or patient-related conditions to the loosening cannot be determined due to limited clinical information. Abrasive wear was noted on the inferior edge of humeral liner appears consistent with impingement between the humeral liner and native glenoid bone but is unlikely to have been the reason for revision. Neither the returned humeral tray or other returned implants appear to have any indication of breakage as initially reported. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-00 - eq reverse torque, (B)(6), 320-01-38 - equinoxe reverse 38mm.

Event description:
It was reported that this female patient's left shoulder was revised. Patient had loosening of the humeral implants after 6 years. Patient revised to exactech devices. Surgeon put a long stem and kept the glenoid plate.

Manufacturer narrative:
H3: the revision reported was most likely the result of aseptic loosening of the humeral stem after 6 years of implantation as reported. However, this cannot be confirmed and possible contributions from user or patient-related conditions to the loosening cannot be determined due to limited clinical information. Abrasive wear was noted on the inferior edge of humeral liner appears consistent with impingement between the humeral liner and native glenoid bone but is unlikely to have been the reason for revision. Neither the returned humeral tray or other returned implants appear to have any indication of breakage as initially reported.